Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.

Event description:
Edwards received information that a patient with a 21mm 11500aj pericardial aortic valve had increased gradient and suspected structural valve deterioration after implant duration of approximately two (2) years. The patient presented with heart failure and shortness of breath. Re-do avr or valve-in-valve procedure is under consideration.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve had gradient increase at follow up visit after implant of three (3) months or six (6) months, and peak blood flow velocity became over 4.0m/s after implant of approximately two (2) years. Structural valve deterioration was suspected. Heart failure, shortness of breath was seen after implant of two (2) years and ten (10) months. Re-do avr or valve-in-valve procedure is under consideration.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.